Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes had issues with two tubes having defective markings and one tube with foreign matter. The following information was provided by the initial reporter, translated from (B)(6) to english: defective marking x2, black spot x1.

Manufacturer narrative:
H.6. Investigation summary : bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective marking and embedded foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective marking and embedded foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that before use of the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes had issues with two tubes having defective markings and one tube with foreign matter. The following information was provided by the initial reporter, translated from japanese to english: defective marking x2; black spot x1.